Manufacturer narrative:
Additional information: the lot was manufactured (B)(4) 2017 ¿ (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor under infused. The device was filled with 2400mg of 5fu and 230mg of irinotecan diluted with 5% glucose for a total fill volume of 92ml. The infusion was scheduled to infuse over 46 hours; however, after the 46-hour time frame the device was observed to have approximately 30 ml remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.